Event description:
It was reported that right hip revision surgery is scheduled to be performed.

Event description:
Bilateral patient with revision surgeries. Right hip. Primary diagnosis oa, metal ion levels elevated, corrosion of the trunnion and brown fluid and staining of the tissues.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the r3 liner, hemi head and modular sleeve were removed. The r3 shell, stem, stem spout slot and 25mm screw remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the r3 shell, r3 liner, hemi head, modular sleeve, stem, stem spout slot and 25mm screw was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the r3 shell, r3 liner, hemi head, stem, stem spout slot and 25mm screw. Similar complaints have been identified for the modular sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. It cannot be determined to what extent the patients fall had on his pain and clinical status. The reported pain, elevated ions and intraoperative findings of discolored debris and corrosion around the trunnion and stem may be consistent with findings associated with metal debris and trunnionosis. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the metal debris and trunnionosis cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.